Manufacturer narrative:
Device evaluation: 01 unit of lot cf2258847 of zebd-7-7 was returned. Was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 08 jan 2026. Visual inspection: stent and catheter returned. Kinks observed on the 02nd, 03rd and 05th tapered end of the pigtail curl. No other damage observed. Functional inspection: 0.035inch wire guide passes through the stent. The reported failure was observed in the lab evaluation. Photos were received which revealed a visible kink on the pigtail curl. Manufacturing records: prior to distribution, all zebd-7-7 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 device of lot number cf2258847 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf2258847. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Clinical image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent becoming kinked during handling upon removal from the packaging or during the straightening process as the pigtail curl was being unfolded and straightened with the pigtail straightener resulting in subsequent kinks forming. Several requests were made for additional information but this was not forthcoming, if it is received at a later date then the investigation will be updated accordingly. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the third sideport on the pigtail curl was kinked. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent becoming kinked during handling upon removal from the packaging or during the straightening process as the pigtail curl was being unfolded and straightened with the pigtail straightener resulting in subsequent kinks forming. Several requests were made for additional information but this was not forthcoming, if it is received at a later date then the investigation will be updated accordingly.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 06-feb-2026.

Event description:
Description of event after ercp stone removal procedure, a biliary stent need to be placed. When the nurse was preparing to pre install the stent onto wire guide, she found that the third drainage hole at the front end of the pigtail was severely kink and unable to pass through the wire guide patient outcome "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.